Manufacturer narrative:
H10: manufacturing review: the device history record could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and six months post deployment, filter retrieval was performed for filter with some extraluminal tines. However, it could not be engaged with the use of the gooseneck snare. Therefore, exchange was made for a headhunter catheter but the hook could not be engaged. Effort was made using the ensnare device, it was again unsuccessful. The procedure was then terminated, and the sheath removed. Findings show that the filter appear well centered. However, in lateral projection, it was noted that there are protruding tines and the cone of the filter lies against the anterior inferior vena cava wall. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare but were unsuccessful due to filter tilt and perforation of the ivc. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: h6 (conclusion). H11: h6 (method, result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts perforated, and embedded in the wall of the inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced back pain as the filter taps the spine; however, the current status of the patient is unknown.

Manufacturer narrative:
The device history record (DHR) could not be performed as the lot number is unknown. The device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after three years six months, the patient experienced intermittent back and right leg pain seemingly related to the patient¿s menstrual cycle. Ivc venogram demonstrated well centered filter in the ap projection and tines of the filter protrudes posteriorly with cone of the filter lies against the anterior inferior vena cava wall and appears to be covered by endothelium in the lateral projection. Multiple unsuccessful attempts were performed using gooseneck snare. The filter was unable to be removed as the hook was not able to be engaged using snare. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts perforated, and embedded in the wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced back pain as the filter taps the spine; however, the current status of the patient is unknown.